Event description:
It was reported that ipg was inoperable and had not been used or recharged for approximately two years. Patient needs an MRI; however, due to inoperable ipg, the system is unable to be set to MRI mode. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.